Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the reported phenomenon occurred due to that there might be a temporal invasion through the broken sheath. The broken sheath could be due to external force. Distal end might be broken when you push or pull the ultrasonic probe with excessive force or withdraw forcefully from the endoscope. As stated on the IFU (instruction for use) the user manual states: do not hit, stretch, twist, drop, or bend excessively the distal end, insertion section, or connector section of the ultrasonic probe. Otherwise, the equipment may be damaged, causing an injury in the body cavity, burns, bleeding, perforation, or detachment of parts. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was not able to be duplicated as no blood on the probe unit was observed however, the probe tip was found damaged and the protective cover was found peeled/came off. The customer was informed about the findings of the evaluation. Based on device evaluation, the reported issue was not able to be duplicated. It is likely that this is due to the user cleaned the device before sending for evaluation. A damaged probe tip however , (came off part) was observed on the device, it is probable that this is the cause of the blood found inside the probe transducer. Investigation is ongoing, therefore the root cause of the reported issue is unknown at this time. This report will be supplemented accordingly following investigations.

Event description:
The customer found blood on the inside of the um-s20-17s transducer. The blood was removed using a cloth gauze and device was placed in the reprocessor for cleaning. The issue found during reprocessing. There was no patient involvement, no user injury reported due to the event. There was no patient infection associated on this event reported.